Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that a broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. The allegation was confirmed. Customer complaint is confirmed due to sensor wire is broken. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a damaged or missing wires/needles/cannulas occurred. On (B)(6) 2025, it was reported that the patient experienced a missing sensor wire which occurred an unknown day after the sensor had been inserted (no information about the insertion site). The wire was stuck in the patient´s skin. The patient consulted a dermatologist and the wire was confirmed dot be under the patient´s skin. The wire was removed at a medical institution. The details of the medical intervention could not been confirmed, so they are unclear. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).